Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant had placed an impella cp for support of a patient that suffered signs of cerebrovascular accident on day two of support. The medical staff explanted the pump and escalated to an impella 5.5 pump. The patient had left sided facial droop and both upper and lower extremity weakness. The patient survived the event.

Manufacturer narrative:
The investigation of stroke has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.